Event description:
It was reported that there was an issue with nb018k - enduro femoral component cemented f2r. According to the complaint description, the axle broke postoperatively with loosening of lock nut. A revision surgery was necessary. Additional information was not provided nor available. The adverse event is filed under aag reference (B)(4) involved components: nr881 / enduro meniscal component f2 12mm. - lot 51673620.

Manufacturer narrative:
Investigation: in the incoming condition the rotation axis locknut is embedded/fixed in the gliding surface of the meniscal component. In the next step the rotation axis locknut was removed out of the gliding surface. It could be determined that a small piece from the thread of the rotation axis has broken off and is stuck in the nut. Furthermore it could be found that material was shared off on the underside of the rotation axis locknut. The external screw thread of the rotation axis shows visible damages/material abrasions on the whole circumference due to relative motion with the locknut. The gliding surface of the meniscal component shows clearly visible delaminations and wear marks. The locking ring as well as the bearing for rotation axis show no significant/unusual damages. Device history review: the device quality and manufacturing history records (DHR) have been checked for all leading device(s) lot numbers and the products found to be according to our specification valid at the time of production. No similar incidents have been filed with products from this batch. The current failure rate is within the risk analysis and therefore acceptable; severity is 4(5) and probability 2(5). Explanation and rationale: on the basis of the current information a clear conclusion regarding the mentioned failure cannot be drawn. Generally the thread can only loosen when the taper connection has not been connected correctly. One reason for loosening the rotation axis locknut postoperatively could be: when the connection between the axis taper and the femur could not firmly fitted, there is a gap and hence movement between the components. This leads to the femur safety nut unscrewing or to the axis breaking above the taper. Due to the fact that the implant combination was in the patient for more than 10 years, this is only hypothetical. An excessive/unusual load by the patient over a long time period could also be responsible for the loosening of the rotation axis locknut postoperatively. In this context it should be mentioned that the described delaminations and wear marks of the gliding surface of the meniscal component might indicate that an excessive load was applied to this part/implant conclusion /preventive measures: on the basis of the current information a clear conclusion regarding the mentioned failure cannot be drawn. Based upon the investigation results, a CAPA is not necessary.